Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing. The root cause for the system error was due to the defective processor board, as a result of normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in june 2008 and is more than 12 years old, well beyond the expected service life of 5 years. No physical damage was observed on the autopulse platform during the visual inspection. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. Thus, confirming the reported complaint. The platform archive data could not be downloaded likely due to a defective processor board. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The customer was informed about the non-availability of the parts. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use" or will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the autopulse platform serial #(B)(4). Displayed "system error, out of service, revert to manual CPR " error message during power-on-self test (post). No patient involvement.